Event description:
Per the independent repair center, the customer alleged problem is a noisy unit/alarm will not function. The key failure is the sieve is dusting. Additional malfunction is the power switch has no alarm. Provider states they received back from invacare and the yellow light was on and had low %.